Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This was due to contamination on the front bazel touch panel assembly. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No additional info was provided.